Event description:
It was reported that a progav shunt system(#fv440-t) was implanted on (B)(6) 2019. According to the complainant, the shunt system had adjustment problems. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Conclusion information: a comprehensive investigation was not possible, because no sample is available. Based on the record of complaint, no further complaint of the product batch was reported. The manufacturing and quality assurance documentation confirmed, that the shunt system was in perfect condition upon delivery. In similar cases, where the valve has been examined, we have found that the most common cause of adjustment problems are deposits in shunts. These deposits are caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles. These risks are known and are among the unavoidable side effects of hydrocephalus therapy. Even small amounts of organic material can impair the valve's function if they accumulate inside the valve. The cause of the adjustability problem can only be conclusively determined by a comprehensive examination of the valve. Actions: a report to the competent authority is required.